Manufacturer narrative:
Analysis of the returned product is currently ongoing. This report will be updated upon completion of the analysis.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) had a pocket infection. A revision procedure was performed to clean the device pocket. Upon reconnecting the rv lead, noise and oversensing was observed. It was reported that the lead was not able to be inserted into the device header all of the way. The device was explanted and a new crt-d was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection of the rv lead barrel noted the middle spring contact of the df-4 rv port had been displaced and pushed into the rv tip area. This issue prevented full insertion of the rv lead, which likely resulted in the observed noise and oversensing. No anomalies were noted in the left ventricular (lv) or right atrial (ra) lead barrels.